Event description:
Information was received indicating that this ambulatory infusion pump the pump failed accuracy testing by -6.7%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in good condition. Event history log revealed that three volume accuracy tests were performed; one volume set at 20ml, and two with volume set at 10ml. The delivery accuracy tests found the pump to be over delivering outside the published specification of +/-6%. The expulsor will be replaced. Based on the evidence the root cause is unknown.